Manufacturer narrative:
This MDR was identified as part of complaint file remediation project. During a routine 4 week follow up visit, the doctor discovered the middle phalanx had fractured and the implant had broken through the bone and punctured the skin. The doctor mentioned that the bone was very soft and the fracture was caused by walking, he mentioned that the implant did not experience mechanical failure. The doctor easily removed the implant.

Event description:
During a routine 4 week follow up visit, the doctor discovered the middle phalanx had fractured and the implant had broken through the bone and punctured the skin. The doctor mentioned that the bone was very soft and the fracture was caused by walking, he mentioned that the implant did not experience mechanical failure. The doctor easily removed the implant.